Event description:
It was observed that during the device evaluation, the rigid video scope exhibited image black shadows, outer protective layer of universal cord is slightly worn, light bundle is slightly interrupted, insertion section malfunction. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insertion section malfunction caused image black shadows and caused traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.